Manufacturer narrative:
This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation. Catheter passed calibration with laser system at low and high voltages. Catheter was plugged into light source and confirmed light shining through jacket. Breach in jacket confirmed under microscopic viewing. Hole melted in jacket due to broken laser fibers approximately 129cm from distal tip. Broken fibers seen at proximal coupler. Catheter looks as though it may have gotten snagged on something or hole burned through jacket from broken fibers. Unable to determine how fibers could have been broken.

Event description:
A vascular intervention case commenced to treat critical limb ischemia. The physician began the procedure using a spectranetics turbo elite device. The physician advanced the catheter to treat one of the tibial vessels. After treating the tibial vessel the physician removed the turbo elite catheter. Once the catheter was removed, the physician noticed light visible on the side of the catheter. The physician proceeded to complete the procedure using a different turbo elite device. There was no reported injury to the patient. The device was returned to the philips/spectranetics facility to be evaluated. During the evaluation a breach in the jacket was confirmed approximately 129cm proximal of the distal tip. The turbo elite device was plugged into a light source and light was shown coming through the side of the jacket. Evaluation under the microscope looked as if fibers had broken under the jacket. The broken fibers may have melted the outer jacket causing the hole in the side of the catheter. It could not be determined how the fibers had been broken. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.